Event description:
Caller reported an issue with the incorrect time display on their device. There was no adverse impact to the customer's blood glucose level as previous settings did not result in values above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies. Caller was advised to follow up if time discrepancies recurred, and they understood and acknowledged the guidance provided.